Event description:
It was reported that a patient's implantable cardioverter defibrillator experienced myopotential oversensing. No intervention was performed to address the issue. There were no patient consequences.

Event description:
It was reported that a patient's implantable cardioverter defibrillator experienced myopotential oversensing. No intervention was performed to address the issue. There were no patient consequences.